Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced intermittent controller error alarm during a patient case. No clinical details regarding resolution or patient condition were provided. No patient harm reported.

Manufacturer narrative:
The device was returned for evaluation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. Unable to determine the root cause. This report is being filed as part of a retrospective review of historical records.